Event description:
Patient came for a follow up because he fell down and hit his/ her shoulder (the pacemaker implanted side): transient high lead impedance and noise sensing at ventricular side were observed from device memory. Physician decided to hospitalize the patient for monitoring from (B)(6) 2013. A system revision was performed on (B)(6) 2013: lead and connection tests were satisfying. However, when the physician attempted to reconnect the leads to the device, the connector header was found almost detached from the pacemaker can. Consequently, another device was implanted. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.